Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the (B)(6)2019. It will not be returned per facility policy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that on (B)(6) 2019, the patient was getting poor communication when using their programmer with and without the antenna. They were also unable to charge the ins. It was noted that the last time the patient had charged the ins successfully was probably 3 weeks prior to the call. Troubleshooting with patient services did not resolve the poor communication issue. The patient reported that when they had first gotten the implant, the rep had mentioned to them that due to the position and size of the device, the patient might not be able to get all bars. The patient reported they had lost weight on and off over the past 2 years and has noticed that the ins didn't seem to sit flat like it used to, but rather seemed to be tilted. The patient stated they think the weight loss had affected the positioning of the ins. They were redirected to see a doctor to have the device checked to determine the reason for the poor communication. The patient called patient services back on (B)(6) 2019 and reported they were in pain since (B)(6) 2019 and could hardly walk due to these reported issues. They reported they had an appointment with their doctor on (B)(6) 2019 and requested that a manufacturer representative (rep) be present, if possible, at the appointment. They were redirected to the doctor to have their doctor schedule the rep for the appointment and an email was sent to the field reps to inform them of the patient's request. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient reported that they had lost 30 pounds and the ins was confirmed to be tilted, which was why they could not get a good charge. A replacement would need to be performed, and they stated it would occur at the end of (B)(6) 2019. No further complications were reported or anticipated.